Event description:
Additional information: the protector attached using the assembly fixture. The protector and vial are connected, then the protector and injector are connected. When attempting to collect the drug, coring is noticed, and collection is interrupted. A different vial is used.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one protector connected to a vial was provided to our quality team for investigation. Through visual inspection, a grey particle was observed. Additional evaluations identified the particle is consistent with material from the stopper of the vial. It was noted the area where the protector needle punctured the vial was slightly raised, creating a large hole within the stopper. No issues were identified within the needle of the protector that could have contributed to this observation. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. Based on our investigation and sample evaluation, it was determined the particles generated during the assembly of the protector onto the vial due to the condition of the vial stopper. No issues related to the injector used were found.

Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It is reported coring. Event description: this is a complaint about coring in rituximab. It was reported that core found during preparation of rituximab. Core found after connecting the injector and protector. Injector (515005) lot 2410008.